Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right side frame is broken in half where the arm receiver is.